Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an occlusion at infusion set site event with an infusion set and was alerted by alarm 2 followed by alarm 26. Symptoms were noticed 3 or more hours after insertion in the abdomen. Patient confirmed to regularly rotate site location. Patient changed soft cannula infusion set only and resumed insulin. No further information available.